Event description:
The customer reported that the central nurse's station (cns) shut down on its own. They also reported that the cns might have overheated since the fan looked very dusty. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down on its own. They also reported that the cns might have overheated since the fan looked very dusty. No patient harm was reported. Investigation summary: dusty exhaust fans is indicative of an overheating problem. An overheating cns may not directly impact hard drive performance and longevity but will cause the device to shut down. This in-turn has negative impact on the hard drives as discussed below. The device was in use since 2016, approximately five years at the time of the report. The customer cleaned out the fans and got the cns to boot back up. It is unknown if the customer had taken steps to replace the hard drives as recommended. Service history for this serial number shows this is an isolated incident. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptible power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown on its own. They also reported that they believe that the unit might have overheated as the fan looks very dusty. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) shutdown on its own. They also reported that they believe that the unit might have overheated as the fan looks very dusty. No harm or injury was reported.